Event description:
It was reported that the patient was experiencing excruciating pain. An MRI was taken and revealed epidural hematoma. The physician believed that the epidural hematoma was the reason for the pain and is due to the patient was taking anticoagulants. The patient underwent a lead pull and the explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(4), batch: (B)(4).